Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A partially opened overwrap with a folder, and three pictures of the sample were returned for analysis. During the visual inspection of the overwrap and the image inspection of the photos, a portion of the inner folder packet was caught in the sealing area. Therefore, a section of the seal was partially open compromising the sterile barrier. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received and the photos observed, the assignable cause of the packaging integrity is a primary packet in the seal resulting in an opened seal.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2018 where suture was used. It was found that the needle-suture had been caught at the sealed area of the package when taking out the package from the box. Another package was used for the patient. Further details are not provided. There were no adverse consequences to the patient.